Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime and system sensor test. All operating currents are within specification. Off no power alarm functions properly. No unexpected low battery alarm noted. Unit received stuck in motor error loop during bolus and basal delivery. Unexpected restart was alarm was in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the an unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and low battery. Customer does not recall any significant events leading to the error. Customer's blood glucose was 70 mg/dl at the time of incident. Customer also indicated that he was hospitalized for low blood glucose but didn't indicate the level. Troubleshooting was done for no delivery but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.